Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received to confirm that the baseline tte was performed prior to the tav-in-tav procedure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported following implant of a medtronic transcatheter aortic bioprosthetic valve (tav), an unspecified paravalvular leak was noted. Approximately seven years, three and a half months following valve implant, a multi-detector computed tomography was performed. Structural valve deterioration was reported; predominant aortic stenosis was the primary mode of valve failure with hemodynamic valve deterioration. This was characterized by an increase in mean gradient of >=20mm hg from baseline and a mean gradient of >=30mm hg. The patient was enrolled in a clinical study with existing, baseline valve failure to determine whether a redo-tav replacement procedure, tav-in-tav, was appropriate. One week after the CT was performed, the patient was treated with re-intervention for the failed tav. A non-medtronic (edwards) valve was implanted within the medtronic tav. No patient complications were reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that the ¿baseline¿ transthoracic echocardiogram (tte) measured a max aortic valve velocity (v2) of 5.38 meters per second (m/sec), a mean aortic gradient (mgv2) of 76.37 mmhg, and an aortic valve area (ava) of 0.85 centimeters squared (cm). Trivial mitral regurgitation and trivial tricuspid regurgitation were also identified. Aortic regurgitation was absent. Leaflet calcification was present.